Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot conclusively be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 23mm aortic pericardial valve underwent a valve-in-valve procedure due to severe aortic regurgitation. A 23mm transcatheter valve was implanted in replacement. The device was originally implanted for aortic valve replacement due to bicuspid aortic valve approximately sixteen (16) years ago. The device was not returned for evaluation as it remained implanted. Multiple cardiac surgical procedure: maze surgery at implant.

Event description:
Edwards received information that a patient with a 23mm 2900j aortic pericardial valve underwent a valve-in-valve procedure due to aortic stenosis and regurgitation presenting heart failure. A 23mm sapien3 was implanted in replacement. The device was originally implanted for aortic valve replacement due to bicuspid aortic valve approximately sixteen (16) years and eight (8) months ago. The patient status was reported as "recovered". The device was not returned for evaluation as it remained implanted. Multiple cardiac surgical procedure: maze surgery at implant.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a2, a4, b5, b6, b7, d1, d4, h6. D1./d4./g5. This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001 stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot conclusively be determined; however, patient factors and progression of valvualr disease likely impacted the event.

Manufacturer narrative:
H11. Corrected data: corrected h6 result code.